Event description:
It was reported the case is damaged. The device was returned for repair and calibration. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken. However it was also noted that the high rate cover was broken, the control knobs were broken, the battery drawer was broken, two battery latches were broken, two side bail covers were broken, the ring cover was broken, two side bails were missing, the ring was missing and the interconnect flex was defective and crimped. (B)(4).